Event description:
It was reported that the lead exhibited high pacing lead impedance, high capture threshold, and noise. Lead fracture was suspected. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
A fracture of the inner coil was noted at 18.1cm from the connector pin consistent with fatigue. This fracture is consistent with the observations from the field of high pacing lead impedance.